Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) alarm on the homechoice (hc) during dwell five of five. There was nothing found during troubleshooting that would cause or contribute to the alarm. The hp was to complete therapy manually. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The age of the patient was not reported; however, it was reported that the patient was an adult. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.